Manufacturer narrative:
Correction: the date the device was returned to the manufacturer was originally reported as december 22, 2017 and has been updated to december 25, 2017. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor was seized, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to pre-mature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device stopped slowly as if the battery had run out while inserting a guide wire. It was reported that the battery was replaced but still did not work so the surgery was continued with another small battery drive device. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.